Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.8 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there was 20-25 degree aortic neck angulation, moderate calcification, and the diameter of the aortic neck below the renal arteries was 24 mm. The stent grafts were implanted. Two days post index procedure the patient was dehydrated. It was reported that the patient had cardiac complications two years post index procedure and expired, however the investigator did not indicated if the death was related to the device or procedure. Cause of death unknown.

Manufacturer narrative:
(B)(4).